Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized at time of the call. Customer's blood glucose was unknown. Customer was on her way to the intensive care unit. It was unsure whether the customer's hospitalization was diabetic related. Customer will not be returning the device for analysis.